Manufacturer narrative:
One cadd ms3 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; during testing and power up, the device was showing an error code 116 on the screen display which indicates a problem with downstream occlusion issue. It also failed loading and lead screw test. It was determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced and the front housing will be replaced as part of the repair process.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device displays "blockage detected." There was no patient injury.